Manufacturer narrative:
Eval: arrow field service (afs) serviced the pump and ran a battery test. The battery was replaced as a precaution. The battery was returned to the mfg. For further investigation. The battery was examined and tested per internal protocol. The battery passed all in-house testing. The reported complaint could not be duplicated or confirmed.

Event description:
It was reported that while on the pt, the pump alarmed "less then 20 minutes" and within 1 minute the pump shut off. The pump was exchanged off the pt. There were no reported pt complications.